Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information could not be clearly provided on the degree of the burn or treatment provided. Pictures were provided and one of the pictures showed what appear to be a 3rd degree burn, however the patient in the picture is unknown. This event is being conservatively considered to have involved a 3rd degree burn and has been evaluated as a serious injury.